Event description:
It was reported that patient had bleeding and contamination after surgery and infection. Surgeon did a washout and debridement. Took out the liner, ball, insert and sleeve.

Event description:
It was reported that patient had bleeding and contamination after surgery and infection. Surgeon did a washout and debridement. Took out the liner, ball, insert and sleeve.

Manufacturer narrative:
Additional devices listed in this report: cat # 626-00-48g, lot # 41171201, description: modular dual mobility insert; cat # 18-2805, lot # 42069801, description: delta c-taper head 28mm +5; cat # 17-0000e, lot # mlh8l1, description: ti sleeve for alumina head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was confirmed. A review of the provided information by a clinical consultant indicated that: sequence of events and procedures were established with the root problem being the occurrence of an early postoperative hematoma after the revision procedure in (B)(6) 2013 that should be considered a major risk factor for the later development of infection in the arthroplasty. Device history review: there were no reported discrepancies for the reported lot or sterile lot. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because further information such as analysis of the explanted devices as well as x-rays and medical records is needed to complete the investigation for determining the root cause.